Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke accompanied with burning smell coming from behind the architect i2000sr processing module after the instrument generated a vacuum system error. The analyzer was turned off via the emergency button. The field service representative inspected the analyzer and found the capacitators of the vacuum pump were burnt. The vacuum pump was replaced to resolve the issue. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the capacitors of the vacuum pump were found to be burnt. The vacuum pump was replaced which resolved the issue. Daily maintenance was performed, and qc was acceptable. A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of damage to the vacuum pump after it was replaced. A review of tracking and trending did not identify any adverse trend with regards to the current issue. The device history records were reviewed, and no non-conformances or potential non-conformances were identified for the vacuum pump. Labeling was reviewed and found to be adequate. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the vacuum pump capacitor did not spread to other parts of the instrument. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) or the vacuum pump was identified.